Event description:
It was reported that vessel dissection occurred. The de novo target lesion was located in the left anterior descending artery (lad). After pre-dilatation was performed, a 2.75x32mm synergy drug-eluting stent was advanced for treatment. However, during post dilatation with high pressure by a non-compliant balloon, the proximal edge was dissected. The proximal lad was stented and the procedure was completed. No further patient complications were reported and the patient's status was stable. It was further reported that the 90% stenosed target lesion was located in the moderately tortuous lad.

Manufacturer narrative:
B5: updated describe event or problem. (E1) initial reporter address 1: (B)(6). Device is a combination product.

Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that vessel dissection occurred. The de novo target lesion was located in the left anterior descending artery (lad). After pre-dilatation was performed, a 2.75x32mm synergy drug-eluting stent was advanced for treatment. However, during post dilatation with high pressure by a non-compliant balloon, the proximal edge was dissected. The proximal lad was stented and the procedure was completed. No further patient complications were reported and the patient's status was stable.